Manufacturer narrative:
Eval, results - eval of the returned unit found that the alarm functions as intended; the alarm sounds when weight is off the sensor. However, battery springs are corroded due to battery leakage. Leakage unit passes all function tests. Note: instructions for use state: always install a completely new set of batteries when the chirping due to low battery power sound begins. Do not replace a single cell, but all cells in the alarm. Do not mix old and new batteries, or battery brands within a battery pack. Use of mixed batteries or batteries installed incorrectly may cause battery damage, and may damage the alarm. Remove any alarm from use and send to the appropriate facility authority if batteries are damaged or corroded or the battery compartment has signs of previous battery corrosion such as white powder residue. MFR's reference file # (B)(4).

Event description:
Customer reported, the unit does not shut off even when weight is removed from the sensor. Customer has replaced batteries with a new supply. Customer did not provide a date when this was discovered. There was no pt incident or injury was reported.